Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture found under light guide (lg) cover glass, fiber breakage, dented distal edge, and loose adapter with missing c ring. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the low light output was due to light transmission failure, and the moisture found under light guide (lg) cover glass, fiber breakage, dented distal edge, and loose adapter with missing c ring were due to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had low light output. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had low light output. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.